Event description:
A nurse reports a capsular bag tear during intraocular lens (iol) implant surgery; it appeared that the inserted cartridge or the leading haptic went through the posterior capsule. Additional info has been requested.